Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy until replacement arrived. There was no reported impact to the customer¿s blood glucose level.